Event description:
The sales consultant reported that the aiming arm for a tibial trochanteric nail is not lining up and may be bent. The product was not used during the surgery.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was rec'd.